Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were still getting up 3-4 times at night and yesterday they peed 7 times between the time they got up at 7 in the morning and the 4 times they checked the device. Patient stated they were not enjoying their life right now. Patient reported no change in baseline / never received therapy benefit and reported urinary incontinence. Patient said the manufacturer representative (rep) told them they would be calling them but they haven't heard from them yet. Patient also stated the device keeps saying it's turned off and they were still peeing as much as they were before the surgery. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the rep on 2024-sep-03 stating that they will contact the patient. Additional information was received from the patient on 2024-sep-06. The patient stated that they have been connected for 10 days and they were getting very little positive work out of it. Patient stated they adjusted the settings yesterday and it seemed to help a little but not much. Agent reviewed with patient to keep the same settings for at least 2 days to see how their body reacts. Patient confirmed they can feel the stimulation and it was semicomfortable. Patient mentioned if they cross their legs they get a pinching noise and if they are laying on their stomach it feels like a rock somewhere between their scrotum and left side. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has an appointment with healthcare provider next tuesday. (B)(6) 2024, (B)(6), (B)(4) (con): additional information was received from the patient. They reported that they had pain, return of baseline symptoms urinary frequency new urinary/bowel symptoms (not baseline) constipation. The reason for call is patient stated they've been having problems with constipation where they didn't use their bowels for 5 days and they understand that might be because of the use of anesthetics. Patient also mentioned they're still not seeing any progress and when they're sitting and lying on their stomach it feels like there's a lock back there and it's uncomfortable. They've had already increased intensity twice and they're concerned because their symptoms are still almost the same as before the implant and they were up 7 times to go to pee last night. Reviewed therapy information and general programming guidance. Patient connected to their ins on the call and increased stimulation intensity to a comfortable level in their bicycle seat area. They will maintain stimulation level and will continue to track symptoms. They mentioned their hcp wanted to follow up with them 2 weeks after his surgery that'd be next week. Redirected to hcp to further address issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had tried several different adjustments and the therapy had never cut down the number of times they pee per night, they need to go around 5-6 times when they were in bed. Patient stated since they were implanted they had not felt any relief in their symptoms and their symptoms were the same or may be worse than before the implant. Patient reported they could feel the stimulation sensation in their bicycle seat area and it was so bad they couldn't sleep due to the pain so they had to turn it down. Patient asked how long it should take for therapy to start working again. Reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider to further address the issue.